Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge despite attempting multiple cables and power sources. When the pump was plugged into a power source, the pump appeared to initiate charging. However, shortly thereafter, the pump did not recognize the power source and did not appear to be charging. Reportedly, the customer was able to charge their cell phone with the cables and power sources. Customer's blood glucose level was not impacted. It was confirmed that the customer had manual injections as backup insulin therapy.